Event description:
The following information was reported to gore: on (B)(6) 2018, a patient underwent treatment of a 58mm abdominal aortic aneurysm with a gore® excluder® conformable aaa endoprostheses. On (B)(6) 2018, images revealed there was a kink in the device. A reintervention was performed and a stent graft with expandable balloon was implanted. The kink was resolved and the patient tolerated the procedure.

Manufacturer narrative:
Correction additional investigation determined which device had the adverse event reported (kink and reintervention) on it. The (gore® excluder® aaa contralateral leg endoprosthesis plc181200 lot # 18262714) has the allegation of deficiency. The medwatch (report # 3013164176-2022-01400 ) was sent. Addition the gore® excluder® conformable aaa endoprosthesis (cxt261416c lot # 18207582) had a separate medwatch (report # 3007284313-2022-01963) sent due to being a different device family. This medwatch will be retracted, as there is no product problem or deficiency caused or contributed to an adverse event/incident for the patient on this device.